Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed an infection. The patient was put on antibiotics and will be monitored to determine if further treatment is required. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.